Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign material was noted on the device. It was noted that there was an olive shaped built up material at the end of the monorail portion of the 2.50 x 12 synergy ii drug-eluting stent. Due to this, the device was unable to be advanced within the guide catheter.